Event description:
A nurse reported that during surgery, the footswitch stopped working, and the system displayed two messages. They exchanged the footswitch and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service; however, the facility did order a new footswitch. The footswitch was returned and a visual assessment of the returned sample revealed a torn rear bumper, scratches, a crack on the housing, and unk residue and discoloration on housing. No add¿l visual nonconformity was observed. These visual nonconformities are not related to the customer reported event. The footswitch was tested and a short was discovered on components at location u2, and at location u1. The customer reported event was confirmed. A review of complaints for the last 24 months did not indicate any add¿l similar reports for this footswitch. A review of complaints for the last 24 months did indicate (B)(4) similar report(s) for the associated system. The root cause of the customer reported event of a nonconforming footswitch was determined to be due to nonconforming components at location u2 and at location u1 on the footswitch printed circuit board (pcb). An internal investigation has been opened to address reported incidents regarding nonconforming footswitches. (B)(4).